Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box b. The following correction has been corrected in this report. In box b: the describe event or problem has been corrected. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box e: reporter phone has been updated.

Event description:
313608310- legal